Event description:
Consumer states that he hit a curb and the left caster split in half. Consumer states that when this happened, the chair was not driveable. He did not have his cell phone with him, so he had to fix it as much as he could to get the chair to drive back to where he was going.